Manufacturer narrative:
A ge oec service representative investigated the issue and found a loose cpu board. There was a screw found to be missing from the cpu board. The screw was removed, the cpu board was re-seated and secured. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The hospital was unable to, or would not provide any patient information relating to this issue.

Event description:
The ge oec 9800 fluoroscopy system reportedly would not boot-up correctly.